Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during an angioplasty procedure of the narrow, distal diagonal artery, while attempting to remove the balance middleweight guide wire, anatomical resistance was met and the wire tip fractured and detached. No intervention was performed and the fragment remains in the vessel. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.